Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoraco-lobectomy, when the cartridge was connected for the third firing, the handle displayed b lacked out. Then the handle was replaced with a manual handle and a new reload was used to complete the case. There was no patient injury.